Event description:
It was reported that patient experienced repeated cartridge alarms while using pump, which continued even after attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Customer was instructed to place pump in storage mode, switch to multiple daily injections as backup therapy, and await replacement pump, with guidance provided on re-entering pump settings, reconnecting continuous glucose monitor, and returning problematic pump using pre-paid label.